Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c8000 analyzer generated discrepant calcium results. Sample ID (B)(6): calcium results of 2.74 and 5.43 meq/l were generated. The customer did not indicate which result was the expected result. There was no report of impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from abbott clinical chemistry calcium, (B)(4) manufacturing site to abbott architect c8000 system, (B)(4)manufacturing site. MDR 1628664-2014-00197 has been submitted and all further information will be documented under that MDR number.